Manufacturer narrative:
On (B)(6) 2019, for optimum codification mentor decided to exclude pain and add local reaction to patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
T the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 425cc silicone breast implants which the patient reported pain on the nipples (both breasts), spot of fluid on the right nipple that fills with pus (right breast), also sometimes sting sensation on both nipples. Patient was pregnant during 2017-2018 and stated that after childbirth there was no sensation on both nipples anymore. Also the left breast feels more soft. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.